Manufacturer narrative:
The device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a chemoclave® universal vented vial spike that during aspiration, using a syringe of oxaliplatin, a leak was noted from the spike contaminating the work area hood and the operator¿s forearm¿. There is patient involvement, and no harm was reported.